Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial filed report, the following additional information was noted per a review of a cine received from the site: the implanted 3.0x12 jostent graftmaster otw covered stent system failed to seal the perforation and a distal edge dissection was noted post-deployment. Additional balloon inflation was performed at the perforation site, but also failed to seal the perforation. An additional 4.0x19 jostent graftmaster stent was then advanced and positioned at the perforation site. Heart movement suggests significant bradycardia. The 2nd jostent graftmaster is deployed and the vessel appears to be occluded from the distal stent edge. Additional information received indicates that the 4.0x19 jostent graftmaster was the device that had a leak that was noted at the junction of the hub and proximal shaft during inflation; the 3.0x12 jostent graftmaster did not have a shaft leak. Instead, the 3.0x12 jostent graftmaster had failed to seal the perforation. After attempts via balloon inflation failed, the 2nd graftmaster was able to successfully seal the perforation. Additional information received also indicates that the significant bradycardia occurred due to the onset of cardiac arrest for the patient. There was no flow at the time of the cine due to asystole. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The 4.0x19 jostent graftmaster mentioned is filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with cardiac arrest. During a procedure to treat a free perforation, a 3.0x12 jostent graftmaster otw covered stent system was advanced without resistance to the perforation in the 4-mm proximal left anterior descending coronary artery. The ease of handling of the device was rated to be "moderate", reportedly due to the calcification of the patient arteries. A leak at the junction of the hub and proximal shaft of the jostent graftmaster was noted during inflation, however, the stent was still able to be deployed at 14 atmospheres and the perforation was successfully sealed. The jostent graftaster was withdrawn without resistance. During the procedure, after stent placement, the patient expired due to cardiac arrest related to coronary perforation, despite efforts to resuscitate the patient via cardiopulmonary resuscitation, intubation, and pericardiocentesis. No additional information was provided.